Event description:
(B)(6) female had a tandem heart lvad utilizing medtronic ultraflex 32fr venous cannula placed on (B)(6) 2012. On (B)(6) 2012, in order to optimize flow an attempt was made to slightly withdraw the catheter, but upon withdrawal it was noted that the catheter was fractured at the site of wire reinforcement and the residual cannula was in the heart. The pt was placed on cardiopulmonary bypass, the left atrium was opened and the residual catheter was retrieved. After replacing the cannula and closing the atrium, poor flows were noted in the lvad and sever rv dysfunction was noted. Per the family's request, no further interventions were taken. The pt expired (B)(6) 2012.